Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue however, was not able to duplicate it. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, when powered on, a 980 ventilator generated a safety valve open error message. The ventilator was not in use on a patient at the time of the reported event.